Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20593219. Product family: sscs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 21329218.

Event description:
It was reported that the patient had inadequate pain relief. It was noted also that there were twelve contacts are out. The patient underwent an explant procedure where all device was explanted. The explanted device will not be return due to facility policy.